Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d implanted: (B)(6) 2018; 511212 competitor lead, implanted: (B)(6) 2018; 511212 competitor lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and right ventricular (rv) leads dislodged over time. It was noted that the patient was (B)(6) tall, which may have placed additional strain on the leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.